Event description:
It was reported that the customer experienced recurring occlusion alarms, specifically alarm 2 followed by alarm 26, with the issue persisting for about a month. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and a correction bolus. The customer continued to use the pump for insulin therapy and a replacement pump was sent to the customer to resolve the issue.